Event description:
Account alleged that the head of the bed will not go up or down. No pt or staff incident reported.

Manufacturer narrative:
Tech found a bent head section was the cause of the issues. Tech replaced the head section weldment assembly with retracting arms to resolve the issue.